Event description:
(B)(4). I had the essure removed,which caused me to loose both of my fallopian tubes .

Event description:
(B)(4). I had the essure implanted in 2010. I am experiencing sharp pelvic pain, heavy painful periods and extreme pain to my left side. I was not experiencing these things before the essure procedure. I think this is a life threatening device that's being implanted into us woman and it's very uncomfortable